Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. On the date of event (B)(6)2024, during the evening the patient experienced hypoglycemia, and felt weakness, could not speak, was confused, would lash out and yell, and an ambulance was called. The patient received treatment with intravenous glucose and was brought to the hospital. When a fingerstick was taken the blood glucose reading was 1.8 mmol/l. When the cgm from that time was checked in clarity, it was noted it would have been 9.3 mmol/l according to the hcp, and 10.5 mmol/l according to the spouse. There was no documentation of further medical evaluation or intervention. There was no information regarding the duration of stay at the hospital, but at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B2: correction. D4: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B2 outcomes attributed to adverse event - correction to remove hospitalization from the initial MDR. H2 correction.